Manufacturer narrative:
2011158-2016-00054 is associated with argus case (B)(4), biotene original oral rinse.

Event description:
(B)(6) year old daughter drank some of the product [accidental device ingestion by a child]. Throwing up [vomiting]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6)-year-old female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant), vomiting and accidental drug intake by child. On an unknown date, the outcome of the accidental device ingestion by a child, vomiting and accidental drug intake by child were unknown. It was unknown if the reporter considered the accidental device ingestion by a child and vomiting to be related to biotene original oral rinse (savannah). Additional details, the adverse event information was reported on (B)(6) 2016. The consumer reported that her (B)(6) year old daughter drank some of the product (accidental drug intake by child) (accidental device ingestion by a child) and was throwing up.